Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
A correction of fields: adverse event problem codes - results, conclusions and usage of device was required.

Manufacturer narrative:
On-site investigation was made by our field service engineer. The ventilator has been disassembled and the printed circuit boards (pcbs) were cleaned and wiped and then the pcbs become dry. After that, the ventilator passed all functional, safety, and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. No parts were replaced. No information either about which pcbs were contaminated with the water or what was the source of water.

Event description:
It was reported that the ventilator was contaminated with water. There was no patient involvement. Manufacturer's ref.#: (B)(4).